Event description:
It was reported that pump experienced malfunction that prevented technical support from being able to reset the pump. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.